Event description:
During a pfa procedure, the patient developed a pericardial effusion. The effusion was visualized on ice after removing the mapping catheter and prior to inserting the volt catheter into the patient. No therapy had been delivered before the case was abandoned and catheters were pulled to treat the effusion. It is suspected that it may have been due to faulty sheath filter with the sheath and the mapping catheter.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report includes an updated health impact code.